Event description:
The customer contacted ocd for analyzer condition codes on the vitros eciq. Signal reagent (sr) crystals were observed on the sr dispense probes. Possible sr contamination may produce biased results that could lead to inappropriate physician action. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that signal reagent crystals had built up on the signal reagent dispense probes. The customer indicated that they had performed daily maintenance per manufacturer's instructions. Ocd field service investigated and replaced the signal reagent dispense tips and probes. A leak was performed to verify signal reagent pumps were operating as expected. The customer processed quality control fluids successfully with no incubator flooding noted. The root cause of the analyzer condition codes and incubator flooding is instrument related.